Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed rv lead noise. Subsequently, the patient had a syncopal episode and it was decided to explant and replace the lead. The patient condition was stable before, during, and after the procedure.

Event description:
New information received states that oversensing was also noted prior to lead explant.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.